Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitrclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed leaflet. A mitraclip ntw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, after removing 5cm of the lock line, resistance was encountered, and the lock line was stuck. Troubleshooting was performed, and the clip was detached from the clip delivery system (cds), after completing the detachment, an attempt to retrieve the clip delivery system (cds) was made, but the physician ended up with only one remaining end of the suture. During this attempt, the clip opened into the inverted configuration and remained attached to the lock line in the left atrium. After evaluating several options, the cds was removed with the expectation that both ends of the suture would then be retrievable, allowing the clip to be captured using a snare. However, this was not possible, as the clip detached from the lock line and became entangled in the subvalvular apparatus of the mitral valve. A decision was made to leaflet the clip in place. Two additional clips were then implanted, reducing mr to a grade of 3. It was noted that there was clinically significant delay. The patient was reported to be stable.